Event description:
A customer reported a malfunction alarm with their device, which caused their blood glucose level to exceed 500 mg/dl, though the specific value was not known and it was displayed as "high." The customer managed the situation by administering a corrective injection using a manual method, and no assistance was required from a third party. Technical support guided the customer through the process of resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.